Event description:
It was reported that the patient alert was triggered due to rising and high impedance. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2012: it was further reported that the lead was fractured. The lead was capped and replaced.

Event description:
It was reported that the patient alert was triggered due to rising and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).